Event description:
Received information stating customer is experiencing a continued loop during the change cartridge step of a load process.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not complete. A supplemental report will be submitted upon completion of evaluation.